Event description:
The device was applied during an unspecified procedure. The clips were not loading properly. The surgeon applied another instrument to complete the procedure. The hosp has reported that no pt injury occurred.